Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va0jpau, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that patient lead detached. They were going to reattach it but it came away from the battery. The patient was not sure what they did but it was a larger than what they intended. The cause of revision was listed as fall but patient denied ever falling. The patient stated she was in for a regular programming session and 3 hours later it had stopped working. The patient re-emphasized this was not due to a fall like they tried to say it was. The patient had a revision done. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis was not available at the time of this report. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Analysis of the returned to neurostimulator model 3058, serial # (B)(4) showed no anomalies. Analysis of the returned lead model 3093-28, lot #va0jpau showed that the conductors were broken due to overstress damage. The conductor coils were also crushed, and cut 13.2 cm from the distal end. The outer insulation and lead body were twisted. The outer insulation was separated at the butt joint (broken) and perforated by the conductor. The distal end of the lead was stretched. The continuity was acceptable on segment 1 (lead was returned in 3 segments ¿ segment 1 was the proximal segment). All circuits were open in the segment 3 of the lead (distal segment). No shorts were seen between the circuits on both segments 1 and 3.